Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 340 (mg/dl) and went to the emergency room. Customer was treated with intravenous drip, bg levels stabilized, and customer was discharged the same day.

Manufacturer narrative:
Added life-threatening. (B)(4).

Event description:
Customer reported ketones identified by health care provider to be dangerous and/or life threatening. Customer was treated with intravenous drip, bg levels and ketones stabilized, and customer was discharged the same day.